Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or selftest due to unresponsive keypad. Unit received with faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack in the back of the pump and the battery case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.